Event description:
It was reported the pt was unable to increase stimulation. The sjm representative met with the pt and lead diagnostics showed the multiple invalid contacts. Reprogramming was unable to resolve the issue. Follow up identified that surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.